Manufacturer narrative:
A ge representative evaluated the system and determined the footswitch needs to be replaced. (B) (4)

Event description:
The customer reported the system intermittently will not save cine runs. No patient injury was reported.